Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient instability; surgeon also replaced j&j constrained liner. Exeter 44-100 to 0580-1-044, v40 head to 6364-2-032. No other info per hospital protocol.

Manufacturer narrative:
An event regarding instability involving an unknown exeter stem was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient instability; surgeon also replaced j&j constrained liner. Exeter 44-100 to 0580-1-044, v40 head to 6364-2-032. No other info per hospital protocol.